Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy by the implantable cardioverter defibrillator (ICD) device. The patient was in atrial fibrillation (af) with rapid ventricular response (rvr) and treated with anti-tachycardia pacing (atp), which elevated the rhythm resulting in shock therapy. The device remains in use. No further patient complications have been reported as a result of this event.